Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that, the infection control nurse noticed an abnormality on the catheter needle while she was assembling the teams. She therefore kept the box and did not distribute it to the teams. When did the incident occur? Before use the catheter needle appears to be scratched, or even rusty. It does not have the same color as usual.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed three insyte autoguard needles without the IV catheter. Your report of discoloration on the insyte autoguard needle was confirmed; however, the root cause could not be determined. The needles exhibited discoloration and varying brightness due to the effects of lighting. The cause of the discoloration could not be determined from the photographs and may have been caused by lubrication, foreign matter, or surface finish. Without the physical samples, no additional investigation could be completed.a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.